Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "B.braun received and attended the case on (B)(6) 2022 to download history. Medication: nexium, rate: 20 ml/hr, volume: 100ml, disposable used: burette/dosifix. Nurse's description: nurse reported underinfusion for 2 hours, based on physical volume reported only 10-15ml was infused. Volume did not complete when the infusion ended."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint could not be confirmed. The sample was not available and only the history log was analyzed. The infusion was started with a rate of 20ml/h and a volume of 100ml at 10:25 am. Directly after start the infusion, the upstream alarm occurred. The upstream alarm occurred because of an closed roller clamp. At 02:55 pm a upstream alarm occurred again and the infusion stopped. At this time, 88,99 ml has been infused. The reason for the alarm could not be clarified. No other abnormalities were found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.